Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a probable pocket infection. It was noted that the patient probed her pocket with a nee dle. The implantable pulse generator (ipg) is scheduled to be replaced. No further patient complications have been reported as a result of this event.